Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have low blood glucose of 49 mg/dl, which was treated with juice. Customer reports to experience low blood glucose when waking up and had happened for about three months. Customer will follow up with healthcare professional and will monitor setting adjustments. No further information provided.